Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted.  Last name: unknown, information not provided. Device evaluation: product testing could not be performed since the fiber and product are not available for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint folders from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 model intraocular lens(iol) had a white particulate on the optic and it was noticed after implantation of lens into patient's right eye. The surgeon used handheld instruments to dislodge and irrigation aspiration (ia) handpiece to retrieve the particle from the eye. No surgical intervention like incision enlargement, sutures or vitrectomy were required. There was a delay of 5 minutes in the procedure. Iol still remains implanted in the patient eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.